Event description:
It was reported that a bilateral arteriotomy closure of the common femoral arteries was attempted using a perclose proglide device after a percutaneous coronary interventional procedure which used a 7f sheath. Reportedly, on the left groin, when the plunger was retracted, no sutures were retrieved. On the right groing, while tightening the knot, the suture broke. Manual arterial compression was applied to both groins to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. The perclose proglide device is being reported under separate medwatch report number.

Manufacturer narrative:
(B)(4). Lot number was changed from 040316h to 020196h. Evaluation summary: analysis of the returned proglide device found that the device was partially deployed with blood present in the device. It was noted that the anterior cuff was attached to the needle tip, however, the posterior cuff was not attached as evidenced by the posterior cuff tabs in the pre-needle deployment positions. The posterior needle tip was examined and there was no evidence of engagement. There were no needle strike marks detected, indicating that the posterior needle was deflected outside of the foot pocket during deployment. During testing, insertion of the plunger indicated the needle trajectory, depth and mandrel travel were acceptable and not a contributing factor in the event. The needle trajectory and mandrel travel are inspected and verified for each device. The condition of the returned device is consistent with and confirms the reported needle to cuff miss during use. A needle to cuff miss would prevent harvesting of the suture and achieving hemostasis with the device as reported in this case. A cuff-miss can be influenced by many factors, including, but not limited to, a failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and / or inadequate positioning of the foot, against the arterial wall. The analysis did not indicate any evidence of a product quality deficiency. The needle to cuff miss appears to be related to the operational influence during use and not a product quality deficiency. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there is no indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject inspection during manufacturing and a quality control audit inspection is performed to verify product quality.